Event description:
It was reported that the insulin pump loses the memory after battery changes. The self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken wire on the battery tube connector.